Event description:
User facility reports: "laser probe was broken, cracked, and light coming through it. It did not touch patient's eye. Original intended procedure was left vitrectomy with constellation 23g ppv/el/afx. Device malfunctioned."

Manufacturer narrative:
MDR # 2939653-2012-00007 is submitted in response to receipt of user facility ((B)(6)) filed medwatch report # (B)(4). A failure analysis was performed on the returned device. Visual inspection confirmed that the fiber was completely pulled out of the fiber jacket. The damage found is consistent with that occurring due to improper handling, storage, and/or cleaning. Iridex warns physicians to handle the probe with care, and states in the product's instructions for use (pn 15447) that the "product contains a fragile fiber-optic cable. Remove probe from package and unwind with care. Excessive stress may damage the fiber optic." Follow up documentation from (B)(6) on (B)(6) 2012, indicated that the damaged probe was noticed before treatment began. The treating physician opened another probe and completed the intended procedure with no complications. No additional procedures were performed., as there was no patient contact with the damaged probe, no injury occurred, and no medical or surgical intervention was required.